Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 513485.

Event description:
It was reported that following an implant procedure the patient was experiencing undesired symptoms that was decrease in mobility. The physician does not believe it was device or procedure related. The physician decided to explant the spinal cord stimulator (scs) and patient was doing well post-operatively. No device malfunction was suspected. The explanted device components were discarded.